Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the patient line separated from the cartridge. There was no impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections as they did not have additional cartridges.